Event description:
It was reported that "during usage, the balloon departed from catheter and the departed part of balloon drifted to patient¿s body. Dr. Used suction system to suck part of balloon on the instant, however, can¿t make sure whether it is still remnants in the body or not. The surgery is in av shunt thrombolectomy surgery".

Manufacturer narrative:
Device evaluation: customer report was confirmed. The catheter was returned with the balloon, and both proximal and distal windings pulled off the catheter tip and were not returned.